Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, when attempting to advance the knot, the suture and knot of the proglide device came out of the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d10, h3: device return status updated from no to yes.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d10, h3: device return status updated from returning to not returning.